Event description:
It was reported that during a rectum procedure, the first instrument suddently broke during the operation. After retrieving the broken part, change to another lcs15. This device did not pass the self test so they changed to use a third device to finished the operation. Surgery prolonged one hour. No further patient consequences reported.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.